Event description:
It was reported the device had "not worked in years." It was stated that the patient wanted the device removed and that it caused them pain. It was stated that the patient was nauseous and sick "all the time" right after they got their replacement device "which was from 2006-2008." It was noted that the patient felt they were "walking crooked." Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 748910, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748910, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7427, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 3887-33, lot # j0437479v, implanted: (B)(6) 2005, product type lead; product ID 3887-33, lot # j0437479v, implanted: (B)(6) 2005, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).